Event description:
It was reported that while using the bd microlance¿ 3 needle the needles became blocked. The following was received from the initial reporter: description of the incident: when taking samples from ampoules or reconstitutions, the needles become blocked. The service assumes that the diameter of the needles is too small to allow liquids or powders to pass through properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-aug-2023 h6: investigation summary a device history record review was completed for provided material number (B)(4) and lot number 221202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, eighty-six (86) packaged needles from lot 221202 were returned for evaluation by our quality team. Twenty (20) samples were selected at random for thorough examination. The cannulas punctured a vial at an angle between 45-60 degrees and then the cannula was examined with no signs of coring effect observed. The needle samples were assembled to a bd emerald syringe and liquid was drawn up and expelled without issue or any signs of cored particles. Based on the preventive measures in place, it is unlikely that the reported issue resulted from poor or insufficient de-burring of the cannula. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd microlance¿ 3 needle the needles became blocked. The following was received from the initial reporter: description of the incident: when taking samples from ampoules or reconstitutions, the needles become blocked. The service assumes that the diameter of the needles is too small to allow liquids or powders to pass through properly.